Event description:
It was reported to philips that the azurion device would not power up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that after restart system cannot power on. After reviewing the log file, fse did not found anything relating the malfunction. Upon troubleshooting fse the control module was not working. Fse replaced fuse(20a) and pdu fan tray and dcps. After the replacement of the fuse and pdu fan tray and dcps, the system returned to use in good working order. The codes were updated based on the investigation outcome.